Manufacturer narrative:
Findings: pump passed displacement, prime, basic occlusion and no delivery tests. However unit had motor error alarms during occlusion test due to faulty sensor resistor. No alarms noted. Unit had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, lcd window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 268 mg/dl at the time of the incident. The customer was unable to exit the "preparing to prime" loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.